Event description:
Boston scientific crm received information that during the explant procedure for this device replacement, it was noted that the set screws were stuck and the physician had trouble loosening them from the leads. Several techniques were used, and the set screws finally came loose, however there was noted insulation damage on the right atrial lead and as a result the lead had to be surgically abandoned and replaced at the same time as the new device was implanted. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced.